Event description:
During a gastroscopy to stem [treat] an upper gi bleed, originating from the fundus of the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that he [physician] advised that due to position of the bleeding source, he had the gastroscope heavily torqued in retroflexion. He administered the hemospray, but found that hemospray had adhered to the distal end of the gastroscope and found it difficult to remove the gastroscope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy to stem [treat] an upper gi bleed, originating from the fundus of the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that he [physician] advised that due to position of the bleeding source, he had the gastroscope heavily torqued in retroflexion. He administered the hemospray, but found that hemospray had adhered to the distal end of the gastroscope and found it difficult to remove the gastroscope. An unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. Our attempts to collect additional information regarding patient outcome and removal of the scope have been unsuccessful.